Event description:
It was reported that during a biliary stenting treatment procedure the suture remained inside the pt. A biliary stent 8.5fr/10cm had been advanced to an unspecified biliary location. While attempting to deploy the stent, "severe" resistance was encountered. After several attempts, the inner catheter was stretched and the stent was unable to be deployed. While attempting to remove the device, the stent was deployed. The stent delivery system was removed and it was noticed that a portion of the suture was wrapped around the deployed stent. The physician does not intend on attempting to retrieve the suture. There were no pt complications reported with the pt's current condition listed as "good".